Event description:
Exact description states: "during surgery this drill broke so that several parts of instrument are always in the bone or the pt." A photo is being provided that must be returned. No further surgery is anticipated.